Manufacturer narrative:
Device manufacture date provided.

Manufacturer narrative:
Medtronic technical services was able to recreate the issue during in-house testing using a test jig and a navigation system in the lab. The test results with video evidence were forwarded to software engineering team. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information was not made available from the site. Device manufacturing date is unavailable. On 06/09/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 06/16/2016 a medtronic representative, following-up at the site, reported that although the surgeons proceeded in the surgery based on the stealth air ict cranial kit guide, they alleged the inaccuracy occurring in biopsy. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy with their navigation system stealthair auto register. The procedure was a the brain tumor biopsy. A computed tomography (CT) image was taken and auto registration was done using stealthair. The alleged inaccuracy was an error of 20-30 centimeters (barely visible on orientation). Orientation was changed in all combinations, however, the issue was not resolved. Auto registration was attempted with optical cranial and there was no issue in accuracy. The navigation system biopsy was changed to tracer at this time. After the procedure was completed, the two physicians and a radiologist conducted a biopsy test with CT image. The image used was taken during the procedure using head3. As expected, there was no problem in optical cranial, however, the error of 20-30 cm was observed in biopsy. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 15 minutes. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that there was no possibility of moving the frame. The medtronic representative tested the system and with the "demo head" and reported replicating the inaccuracy. The direction of inaccuracy was unable to be determined. The medtronic representative further reported the site experienced this problem in biopsy procedures only and the scan protocol for tumor and biopsy cases are exactly same. The model of scanner is somatom definition as of siemens. The medtronic representative reported the workflow for the biopsy procedure to be as follows: after patient is positioned supine, CT is acquired and then navigation accuracy is checked. At this point the navigation system was reported inaccurate so stealthair frame was not changed to sterile one. Surgeon did tracer registration in order to proceed biopsy.